Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned, therefore, a technical analysis could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a renal artery stenting treatment procedure, the stent dislodged inside the patient. The lesion was located at the ostium of the right renal artery. A 6fr sheath was placed. Next, a 7.0mm x 19mm x 90cm express sd renal biliary stent delivery system (sds) was advanced though the 6fr sheath and the distal end of the express sd catheter shaft kinked and was removed. The physician then advanced the 7.0mm x 15mm x 90cm express sd biliary stent delivery system through the 6fr sheath. As the physician advanced this express sd sds, the guide wire repeatedly backed out of the right renal artery. Each time this occurred, the physician would advance the guide wire to reposition it and then advance the express sd sds. While attempting to position the express sd stent in the lesion, the guide wire pulled back a little. The physician then advanced the express sd sds forward and noted that the express sd stent was expanded while on the express sd balloon. The physician attempted to retract the express sd stent into the sheath. However, since the express sd stent was fully expanded, this attempt was unsuccessful. The express sd remained on the express sd balloon while the physician advanced a snare and successfully snared the stent. The express sd sds, express sd stent, guide wire and snare were removed as a unit. The procedure was aborted due to this event and the lack of another available stent. No patient complications were reported and the patient's status is fine.